Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 163 mg/dl. During troubleshooting with tandem technical support, the issue resolved and pump was working as intended.